Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during maintenance, a 980 ventilator was not reading the tidal volume. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). The event was inadvertently submitted and after review it was determined that this was not a reportable incident. There was no loss of essential function.